Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a consult communicator. The local area field representative was contacted for additional information, however at this time no further information is available. This crt-d remains in service. No adverse patient effects were reported.